Event description:
Pt had pd transfer set change. New transfer set completely occluded. Pt came to clinic at 0900 and 2nd new transfer set applied (lot #3lr240). Pt had 1.6kg extra fluid. Three days later pt came to ER and had 3rd new transfer set placed from hospital stock. On-call nurse did not know previous lot #, but was same lot #3lr240. Two days later - transfer set occluded and new one #4 placed with different lot # 35r014. Weight up from dry weight.